Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. Two photographs and a video of a guidewire were returned for evaluation. An initial visual observation of the photographs and video showed a frayed guidewire. The guidewire was observed to be unraveled indicating the core wire was broken. No use residue or other details of the damage could be seen in the returned photographs and video. While the exact cause of the observed damaged guidewire could not be determined from the returned photograph, possible causes of the damaged guidewire include inadvertently advancing guidewire into tissue, advancing/withdrawing against resistance, and excessive tensile (pulling) force. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer "the guide wire can't get through the needle. Remove the guide wire, wipe the blood on the surface of the guide wire with gauze, and the guide wire is broken." It was reported this occurred with five devices. This report addresses the first device.

Event description:
It was reported by the customer "the guide wire can't get through the needle. Remove the guide wire, wipe the blood on the surface of the guide wire with gauze, and the guide wire is broken." It was reported this occurred with five devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.